Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 227 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 1 pm. The customer stated that they woke up one day not feeling well prior to the emergency room visit. Customer was not wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting the high blood glucose issue. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.